Event description:
During the middle of the case it was noticed that the intuitive device (harmonic shears) were starting to crack and break, resulting in a piece of the disposable item falling off and having to be recovered from the abdominal cavity.we requested that all of this lot number be removed and replaced with a new lot number, which was done.